Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The insulin pump was returned for analysis. Frn-mmt-332-rsvr, mmt-397-unomed inf set, ozo-mmt-7020-snsr.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring=black. Pump case type: ngp the pump was returned for insulin flow block alarms and cosmetic damage at the retainer ring found on dec 08, 2022. Allegation to high bgs noted. Pump¿s history and trace files downloaded successfully using thus software. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. No "no delivery alarms" noted on the pump history/trace files on the event date. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (23.7mv at zero offset). No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Cosmetic damage at the retainer ring not confirmed. Insulin flow block alarms not confirmed during testing. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with the blood glucose value of 400 mg/dl. Customer reported pump damaged and received insulin flow block alert. Troubleshooting was not performed for hyperglycemia and it was performed for insulin flow block issue. Customer reported retainer ring was damaged. Customer confirmed that the reservoir and infusion set does not showed any signs of damage. It is unknown whether the pump used within 48 hours of the reported event or not. Smart guard/auto mode status is also unknown. Customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.